Event description:
On (B)(6) 2012, clinical sales representative received information from (B)(6), robotic coordinator, alleging that an monopolar curved scissors (mcs) tip cover used in conjuction with the monopolar curve scissors instrument failed. According to information provided by (B)(6), the patient had burns on her uterus.

Manufacturer narrative:
Isi contacted initial reporter isi representative. According to the information provided to the isi representative, the customer noted that the patient's uterus was burned during the procedure. The customer noted blanch marks on the patient's uterus. According to the information provided to the isi representative, no additional procedure and/or treatment was necessary to repair the patient's uterus. The patient condition is stable; she was released from the hospital as planned. Isi has contacted robotic coordinator (B)(6) at (B)(6) medical center to obtain additional information concerning the reported event; however, no additional information has been provided as of the date of this report. A follow-up MDR will be submitted if a device is returned (post engineering evaluation) or if additional information is received.